Manufacturer narrative:
Correction: a1, a2, a3a, a4-a6, b3, b5, b6, b7, d10, f10/h6: health effect - impact codes (replace code). Additional information: h6 (update codes), h11. A2, a3a, a4-a6: update to ni. B5: update "this occurred during testing in the biomed service department. There was no patient involvement." To "this occurred during a bolus patient infusion with lactated ringer at 999 ml/hr with a volume to be infused of 500ml. There was no report of patient injury or medical intervention associated with this event.". H11: a review of the event history log identified an infusion at 999 ml/hr with a volume to be infused (vtbi) of 500ml. Four (04) downstream occlusions were observed on the date of event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.